Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: analysis of the returned device identified: creases fold, opening curved on posterior and underweight. A visual and microscopic analysis was performed which identified broken striated on posterior, opening striated on radius and posterior and non-penetrating nicks. Based on the device analysis the final assessment is: a striated opening on radius and posterior due to surgical damage consist in the use of some surgical tool. A broken striated on posterior due to surgical damage consist in the use of some surgical tool. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side rupture. Device has been explanted.